Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Event description:
Litigation papers allege that the patient was revised because of severe pain, discomfort and dislocation. Update: (B)(6) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc 4 if needed for further review.

Manufacturer narrative:
This product was reported in error. This product was implanted at the time of revision. This product will now be rejected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.